Manufacturer narrative:
The insulin pump was received with button error alarm and had intermittent up button response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. Device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the numbers on the screen started scrolling when trying to deliver a bolus; he changed the battery and the insulin pump alarmed button error. The customer did not recall any significant events leading to the alarm. Blood glucose value was 75 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.